Event description:
The swartz¿ braided sl transseptal guiding introducer sheath has acquired heat damage causing the inner lumen of the dilator to close. Because of this, when the transseptal needle was inserted into the dilator of the sl1, there was no open tract for the needle to go to its appropriate destination. The needle was tested outside of the body, and an appropriate tract was made, although there was a lot of resistance. When the catheter was inserted in the body, the needle came out of the dilator and sheath prematurely, when the sheath was in the patient's superior vena cava. The entire sheath and needle system was removed, and a different system was used instead. No patient harm.